Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed because the door was closed but the system detected it as opened. A field service engineer tried to recover the door in the user application, but the drawer failed, checked the inseparable, found the magnet was not present, replaced the inseparable, tested functionality in user application several times and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.